Manufacturer narrative:
On 19-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve fractured. Vizigo hemostatic valve fractured after the procedure was ended. It was checked and was broken. The vizigo was not exchanged because the damage was identified after the procedure ended. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, and irrigation test evaluation of the returned device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the hemostatic valve of the vizigo sheath. Catheter was tested with a syringe and it was irrigating correctly. No malfunction was observed. A device history record was performed for the finished device 00001578 number, and no internal actions related to the reported complaint condition were identified. No damages were observed during the visual test. There may have been other circumstances or issues that occurred during the use of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve fractured. Vizigo hemostatic valve fractured after the procedure was ended. It was checked and was broken. The vizigo was not exchanged because the damage was identified after the procedure ended. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient but this issue was found after the procedure. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. Hemostatic valve separation is MDR-reportable.